Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim. No additional information was available. Attempt by customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Patient¿s guardian contacted animas on 12/18/2014 and stated that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the dim display issue. The reporter stated that the screens cannot be read/maneuver safely.